Event description:
Boston scientific received information that this programmer showed error codes and had file corruptions. The programmer was returned for analysis and repair. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent a thorough investigation. Analysis showed that there were no error codes displayed throughout the testing. The programmer passed the test with no corrupted sectors found. Tapping on the control panel caused the unit to reboot. The printed circuit board was cracked and was reflowed. After reflowing the solder, the unit remained powered as intended. The programmer passed all incoming functional tests with the cracked solder reflowed. Additional product analysis confirmed that there was smoke in the programmer when turned on. Thus, the power supply was replaced.